Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was dropped on flag stone. The drive support cap appears to be loose and sticking out. Customer did not press the drive support cap in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.